Event description:
Note: this report pertains to the second of two malfunctions that occurred during the procedure. Refer to manufacturer report # 3005099803-2008-06024 for details regarding the first device. According to the complainant, the device appeared to be stuck in the bowed state. The device was not used; the procedure was completed with another sphincterotome device.

Manufacturer narrative:
According to the complaint, the suspected device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.